Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the reported issue of a burning smell was confirmed by visual inspection during the evaluation performed by the pal (product analysis lab). The device was received inoperative due to no power. The pal evaluated the device. An internal inspection revealed the accomp board/powerharness j1/p1 connector was overheated and the main input fuses were blown. The accomp board and power harness were replaced with the test articles. Main input fuses were also replaced and the device was operational. The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative; however, the instrument did meet the rite functional test requirements and passed the rite electrical test. Based on the investigation completed by baxter, the root cause of the reported condition was due to an overheated accomp board/power harness j1/p1 connector. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. The device was sent to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted (B)(4) regarding a power failure on the homechoice (hc) machine during initial drain. The hp stated that the hc started smelling as if it was burning and he heard crackling. The hp stated he unplugged the machine and disconnected. The hp confirmed the outlet worked okay. The technical service representative (tsr) initiated a swap of the device. The hp confirmed he would have his nurse (rn) program the new cycler. The hp stated he had manual supplies. The hp also stated he was diabetic and uses insulin so he would call his nurse about using manual supplies. The patient injury or medical intervention was reported.